Manufacturer narrative:
The device associated to the complaint was returned for analysis. The returned instrument presents a new design ((B)(4)) and break of the plastic extremity, no break of the index metal. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. ((B)(4)). The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. Products manufactured after the installation of the action of reinforcement ((B)(4)) a search into the complaints database was performed, (B)(4) other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the orientation guide has broken.